Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, the rear panel was deformed, the rear feet were damaged, the top cover was worn, the scope socket was worn, rust was present on the chassis and front panel chassis, and there were signs of wear in addition to a dent on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the evis exera ii xenon light source was leaking from the connector. The issue was found during preparation of the device for use in an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced but a root cause could not be identified. However, the technical evaluation report (ter) has stated user mishandling as a likely cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.